Event description:
Medtronic received information that pump error 53, charge/battery lasts less than expected, damage (physical or cosmetic), failed batt test occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump was received with a keypad graphic overlay missing. The pump passed the displacement test, sleep current measurement and active current measurement. Pump error 63 alarm during self test. The pump was monitored for several days and no pump error 53 alarm, low battery life or low battery alert and failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thus. Pump error 53 alarm was recorded in the formatted history file on 07/19/2021 15:22:55.000. Pump error 53 alarm due to software error (linenumber = 5632 ; filenumber = 2005). Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25 and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: 07/19/2021 15:21:28.000 to 07/19/2021 15:21:28.000. Low battery alert was recorded and found in the formatted history file on: 07/19/2021 15:08:38.000, 07/19/2021 15:11:22.000, 07/19/2021 15:22:58.000. Failed batt/battery failed alarm was recorded and found in the formatted history file on: 07/19/2021 15:08:38.000 to 07/19/2021 15:45:54.000. Power loss alarm and was recorded and found in the formatted history file on: 07/19/2021 16:12:37.000. Earliest power data available per the power management tool/detail trace file is on 26-jul-2021 at 1:39:58 pm. There was no power data available for the event date of 19-jul-2021. Unable to check power data for low battery alert, failed batt/battery failed alarm and power loss alarm. Pump error 63 alarm (variableinfo = 03) was recorded and found in the formatted history file on: 09/16/2022 07:33:28.000. The keypad white overlay was removed to perform visual inspection and found a broken/corroded traces on u1 keypad assembly. A corroded keypad traces was also noted. Pump error 63 alarm (variableinfo = 03) was confirmed due to a broken/corroded traces on u1 keypad assembly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a missing display window/cover, a scratched case and a cracked case behind the pump near the battery tube compartment. A cracked retainer was confirmed. Cosmetic damage was confirmed at the keypad overlay. Low battery life or low battery alert and failed battery alert/battery failed alarm were not confirmed. Pump error 53 alarm was confirmed. Pump error 53 alarms due to software error. Pump error 63 alarm was confirmed. Pump error 63 alarm during self test due to a broken/corroded traces on u1 keypad assembly. During visual inspection, a corroded keypad traces was also noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.